Event description:
It was reported that during a therapeutic procedure, the physician was unable to deploy the stent as the string broke. The procedure outcome was reported as successful. There was no report of death, serious injury of mistreatment associated with this event.